Event description:
A malfunction was reported on the customer's pump immediately after completing the load process. There was no reported impact on the customer¿s blood glucose level. The customer received instructions on how to reset the pump from technical support and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs.